Manufacturer narrative:
A supplemental report is being submitted for additional information was received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that there was a crack in the previous repair. A drive line sheath repair was performed. The old tape was removed, and re-taping was performed over the whole length starting from the strain relief up to 10cm from the exit site.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device (vad) driveline cable exhibited a driveline leak. The vad remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: the driveline cable associated with (B)(6) was not returned for evaluation. Review of (B)(6)¿s service history records indicated that the device was previously serviced, and the repair actions were verified. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. On-site inspection of the driveline cable revealed damage to a previous sheath repair. As a result, the reported sheath repair damage was confirmed. The reported driveline leak could not be confirmed due to insufficient evidence. A driveline sheath repair was performed to mitigate the reported conditions. Based on the available information, the most likely root cause of the reported sheath repair damage may be attributed to factors such as normal wear over time or improper handling. Based on the risk documentation, a possible root cause of the reported driveline leak event can be attributed, but not limited to damage via cut or nick of the pump¿s driveline outer sheath allowing for ingress of fluid. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.